Event description:
Surgeon was attempting to place right subclavian cvl using cook central venous catheter tray. Wire became caught beneath the skin when surgeon attempted to remove it. Traction was applied to wire and it broke off. A chest x-ray was obtained which showed retained piece of wire in right chest wall knotted. The right subclavian incision was widened and exploration was performed to find the remaining piece of wire. The piece was found in the fat below the pectorals muscle and it was removed without difficulty. The incision was then closed.